Event description:
It was reported by service report that the lift bar was broken with exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): lift bar.